Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported difficulties.

Event description:
It was reported that the procedure was to treat a lesion located in the popliteal artery that was moderately calcified. Atherectomy and pre-dilatation was performed to prepare the lesion for stenting. The 5.0 x 100 mm supera stent implant was deployed without issue; however, the stent implant jumped forward in the vessel and was partially in healthy tissue. The proximal part of the target lesion was left untreated; therefore, a second supera stent was deployed successfully for treatment of the remaining lesion. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.